Event description:
The following has been reported: malfunction diagnosis: I got an electric shock when the main plug was pulled. The hand was on the metal holder when the plug was pulled. A complete check of the device is requested. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, no issue linked to the reported event was found. No abnormal behavior at the reported date was noted. The reported device was received in brézins for investigation. According to our investigation, a visual inspection was conducted, and no anomalies were observed during this initial check. The electrical safety test, carried out according to maintenance protoco, and was compliant with the required standards. Similarly, the dielectric test, performed following protocol, has given a passing result. During quality control, all tests were compliant, except for the disengagement plunger alarms test. This test could not be performed due to a faulty flanges switch, which prevented syringe selection. However, this issue is not related to the event described in the complaint. Also, during the internal examination, traces of liquid were observed but do not confirm the issue described in the complaint. For this complaint, no technical cause could be identified to explain the described event. The device did not exhibit any malfunctions linked to the complaint. Therefore, the complaint is considered not valid. However, it is recommended to replace the flanges switch to address the identified defect and ensure proper device functionality. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.